Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a small hole sheath hole prior to an interventional peripheral procedure. Reportedly, when removed, the proglide plunger and wire [suture] did not come out together. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f, and the peripheral procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially reported information: the reported proglide device was returned with another perclose suture caught in the footplate. The other perclose suture was deployed, yet not able to be used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The suture was returned for evaluation. The reported damage from another device was confirmed. Lot history record (lhr) review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the lot number was not provided. In this case, its possible that the pre-placed suture of the first device had excess slack allowing the second device to be inserted through the suture loop of the prior device (the foot of the second device to catch the suture of the prior device) or anatomical interference with either device during placement to cause interaction between devices. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to the circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.